Event description:
It was reported that during a lap cholecystectomy when the device was fired, the clip did not form correctly over the vessel. Unknown how the case was completed. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.